Event description:
It was reported that, when the healthcare provider (hcp) opened the pocket to implant a new pump, a ¿bunch of baclofen came out¿. There was a split in the catheter from the pump and it had been leaking into the pocket. It was indicated that the hcp repaired the catheter. It was also stated that the pump rate was more than twice what it was compared to the prior pump and the patient was still as ¿stiff as a board¿ and was stiffer than she was before the pump replacement. The pediatrist thought he saw some leakage, so the patient was to have an MRI on the upcoming thursday to determine whether the catheter was in the correct location or if it was leaking. The next day, it was reported that the current dose was 837.7mcg/day and the dose used with the prior pump was 480mcg/day as of (B)(6) 2012. It was indicated that the patient had been doing much better than she had been in the prior year and a half; however, since the new pump was implanted, they¿ve ¿been going up and up and up and up¿. Two days later, it was reported that the patient was having the MRI of her pump and catheter to diagnose possible problems with the system. The patient had been having a number of therapy problems since her new pump was implanted. Twelve days later, it was reported that the patient was receiving inadequate myospasmolysis and there was also catheter issue involving a granuloma. The catheter issue was located at t8 and the catheter would reportedly be removed. Other troubleshooting had been performed; however, all results were negative. It was indicated that, at the time of report, the patient¿s therapy was providing ineffective myospasmolysis, though the patient did not have withdrawal. The intrathecal delivery of compounded baclofen was reportedly on-going.

Manufacturer narrative:
(B)(4). Recall/notification # z-1150-2008 reported previously is no longer applicable. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information: it was reported that the patient was not responding to baclofen therapy as well, "no longer providing adequate spasticity control"; they continued to escalate the dose until they discovered potential granuloma at the catheter tip. Later the radiologist retracted that finding, however the healthcare provider (hcp) chose to replace the entire pump system. It was stated that the it (intrathecal) segment of the catheter was severed/"break/tear/hole severed" and they were unable to be explant it. The system was explanted on (B)(6) 2014. Patient status was noted as recovered without sequela. The session data report information that accompanied the device indicated the pump contained baclofen 2500 mcg/ml and delivered a dose of 120.2 mcg/day in simple continuous infusion mode. On (B)(6) 2014, the pump was programmed to deliver baclofen 125 mcg/ml at a dose of 59.95 mcg/day. On (B)(6) 2014, the dose was decreased 50%, to 29.98 mcg/day. On (B)(6) 2014, the dose was further decreased to minimum rate mode and was then updated to stopped pump mode. Additional follow-up noted that patient was seen by several doctors for 2nd, 4rd, and 4th opinions. The catheter was found to be sliced torn in the flank segment. It was added that the need for the pump stemmed from spasticity due to a car accident. The device was initially replaced due to normal battery depletion as this was the second device. This pump was replaced not due to pump issue but because the patient had been on steadily increasing baclofen doses (300 mics to 800 mics). A dye study was done and it was found that the catheter was 'patent'. However the father of the patient was persistent that "something was wrong". Another hcp had opined that there may be a inflammatory mass so an mir was done. The concern with inflammatory mass was happening around (B)(6) 2013 (reported in previously submitted reports). It was discovered that there was no granuloma but the father still wanted everything replaced. Per reporter, this request was granted primarily because there was an order to stop the pump and the pump was stopped for so long a time that the recommendation was to replace the system. In regards to the catheter it was clarified that part of the catheter was left in the intrathecal space as it would not come out, reporter was unsure how much was left in. Patient's father was convinced that his daughters "issues were all connected to the pump and that there was an issue with the pump - despite testing to the contrary". The father was so adamant the pump needed to be off that the hcp followed the protocol and turned off the pump; by the time the revision took place the pump had been in an off state for longer than recommended and was replaced.

Manufacturer narrative:
Analysis of the pump, serial number (B)(4), found no anomaly. Analysis of the catheter, serial number (B)(4), found the catheter sc connector with non-significant indent in seal which did not affect infusion. Analysis of the catheter, serial number (B)(4), found the catheter body broken. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Additional information was received. It was reported that the MRI had showed a granuloma. It was confirmed that the patient had been referred for a removal of the catheter, but the pump would remain implanted. After three or more months for healing, the physician would implant a new catheter.